Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation: one photo of a 10ml luer-lok syringe was received by bd. A quality engineer was able to review the photo from lot #3207952 regarding for item #302995. The image shows the top web slip with all applicable product information and a loose syringe with an unknown red needle attached. The syringe has unknown "milky white" fluid drops in the barrel fluid path and behind the stopper and on the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the leakage past stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 3207952 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd luer-lok¿ syringe it was leaking. The following was received from the initial reporter: the attached picture shows a 10 ml syringe that is leaking when you try to draw up medication. The plunger must not be sealed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.